Event description:
Abbott diabetes care received an email from a u.s. Food and drug administration representative in which it was reported a customer's freestyle libre sensor provided erroneous results. Details of the report are as follows: "I received a complaint from a consumer that alleged that over the last year of using the system the accuracy in the sensor appears to be diminishing. The complainant reports that the difference between the sensor and a finger stick has been as much as 70 plus points off (plus or minus). The complainant stated they reported this to abbott and was informed that the comparison would need to be done with an abbott finger stick device and that other factors including multivitamin usage could cause the inaccuracy". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Based on returned product download section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an email from a u.s. Food and drug administration representative in which it was reported a customer's freestyle libre sensor provided erroneous results. Details of the report are as follows: "I received a complaint from a consumer that alleged that over the last year of using the system the accuracy in the sensor appears to be diminishing. The complainant reports that the difference between the sensor and a finger stick has been as much as 70 plus points off (plus or minus). The complainant stated they reported this to abbott and was informed that the comparison would need to be done with an abbott finger stick device and that other factors including multivitamin usage could cause the inaccuracy". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.